Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient was reported to have been admitted to the emergency room for suspected peritonitis. Upon follow up with the patient's nurse it was reported that the patient was hospitalized from (B)(6) 2018. The nurse stated that there was no organism cultured from the patient's peritoneal effluent, but the patient had an elevated (unspecified) wbc count. The nurse confirmed that the peritonitis has since resolved. And the patient is continuing with pd therapy. Patients (B)(6).

Manufacturer narrative:
Clinical evaluation: there is no documentation in the complaint file to show a causal relationship between the event of peritonitis with hospitalization and the liberty select cycler and cassette. Additionally, there is no allegation of a malfunction or a leak related to this event. There is however, a temporal relationship between the peritonitis and pd therapy. Based on available information the causal event of the peritonitis cannot be concluded.

Event description:
A peritoneal dialysis patient was reported to have been admitted to the emergency room for suspected peritonitis. Upon follow up with the patient's nurse it was reported that the patient was hospitalized from (B)(6) 2018. The nurse stated that there was no organism cultured from the patient's peritoneal effluent, but the patient had an elevated (unspecified) wbc count. The nurse confirmed that the peritonitis has since resolved. And the patient is continuing with peritoneal dialysis therapy. Patients dob is (B)(6).

Manufacturer narrative:
(B)(4) populated. Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient was reported to have been admitted to the emergency room for suspected peritonitis. Upon follow up with the patient's nurse it was reported that the patient was hospitalized from (B)(6) 2018. The nurse stated that there was no organism cultured from the patient's peritoneal effluent, but the patient had an elevated (unspecified) wbc count. The nurse confirmed that the peritonitis has since resolved. And the patient is continuing with peritoneal dialysis therapy. Patients dob is (B)(6).